Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the pacemaker exhibited undersensing in the right atrial (ra) channel. Programming adjustments were made. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating the they health care professional was worried about battery longevity and the possibility of the pacemaker entering safety mode. To prevent this, a replacement procedure was planned. The device remains in service. No adverse patient effects were reported. Additional information was received indicating the pacemaker was explanted and replaced prophylactically. The pacemaker was returned for device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker exhibited undersensing in the right atrial (ra) channel. Programming adjustments were made. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating the they health care professional was worried about battery longevity and the possibility of the pacemaker entering safety mode. To prevent this, a replacement procedure was planned. The device remains in service. No adverse patient effects were reported. Additional information was received indicating the pacemaker was explanted and replaced prophylactically. The pacemaker was returned for device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker exhibited undersensing in the right atrial (ra) channel. Programming adjustments were made. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker exhibited undersensing in the right atrial (ra) channel. Programming adjustments were made. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating the they health care professional was worried about battery longevity and the possibility of the pacemaker entering safety mode. To prevent this, a replacement procedure was planned. The device remains in service. No adverse patient effects were reported.